Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from may 14, 2020 - may 15, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph did not clearly show evidence of a leak. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling. There was no patient involvement. No additional information is available.